Event description:
Pt underwent a laparoscopic hysterectomy in 2009, for dysfunctional uterine bleeding and pelvic pain. The gyrus pk generator was used to dissect and seal the round, broad, and infundibular pelvic ligaments as well as seal and divide the uterine arteries. All of this was done with the pk dissecting forceps. The bladder was dissected away from the cervix, using sharp dissection with laparoscopic scissors. After this was completed, the cervix was incised from the vaginal using the gyrus pk plasma spatula. This was done circumferentially upon a vaginal colpotomy ring. After this was done, the uterus was delivered through the vagina and the vaginal cuff was closed. The pt tolerated the procedure well and was discharged to home the following morning. On the night of post operative day # 5, the pt presented with a significant ileus, nausea, vomiting, and fever. She was noted to have an acute obstruction of the left ureter on CT scan and her serum creatinine was 3.1. After attempting to stent, this ureter urology proceeded with an exploratory laparotomy that showed extensive thermal injury to a significant portion of the lower posterior bladder involving the left ureteral orifice. In addition, the posterior cul de sac showed extensive thermal injury all the way and including the rectum. We had to reimplant the ureter and resect the damaged bladder as well as have general surgery reinforce the rectal wall. The pk plasma spatula is advertised to have limited thermal spread, which has been the case when I have used it before. Spread of thermal energy is only supposed to extend a few millimeters from the tip of the instrument. In this case, we had thermal spread of 20-30 millimeters to areas that we don't typically get close to when we do this procedure - lower posterior bladder and rectum. More common injuries for an ob/gyn would be the ureter near where it crosses the uterine artery. We had no such injury in this case. Dates of use: 2009. Diagnosis or reason for use: colpotomy incision during a laparoscopic hysterectomy.